Event description:
During a procedure, 3000cc's of fluid in two minutes went into the patient and could not be accounted for. Procedure was stopped and the patient moved into the ICU.

Manufacturer narrative:
At this time, it is unclear whether the device performed to specification and properly alarmed and the user failed to heed the alarm, or whether the device failed to alarm. An in-service is scheduled for 12/19/06 with the account to determine whether the device was properly calibrated and whether the alarm is functioning properly. Following this in-service, acmi will provide the agency with an update.